Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2019. Calibration signals were lower than expected for one calibrator level. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Rack adapters required for 13 mm. Diameter tubes were no used. The reporter used 13 x 75 mm. Tubes. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. The sample initially resulted with a total psa value of 0.078 ng/ml and this value was reported outside of the laboratory to the patient. The patient questioned the result because he had a previous total psa value of 26020 ng/ml on an unknown date. The complained sample was repeated on a second analyzer, resulting with a value of 12580 ng/ml. The repeat value was believed to be correct. The total psa reagent lot number is 366501, with an expiration date of 31-mar-2020.